Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump could not communicate with motor arm and main arm pump error. Troubleshooting was not performed. Customer also reported the critical block and inverse critical block did not add to zero. Insulin pump will be returning for analysis.

Manufacturer narrative:
Insulin pump was not in manufacture mode. The insulin pump passed the self-test and the displacement test. No unexpected pump error alarms during testing however, pump error (line number 213 file number 30) and pump error alarms are found in the formatted history file due to a software error. The insulin pump was received with scratched case, missing display window cover, and pillowing keypad overlay.